Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 40.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in the operation for a scheduled lead revision procedure. The rv lead was explanted and replaced due to low pacing impedance, high capture threshold and low r-wave sensing. The patient was stable post procedure and will continue to be monitored.